Event description:
The patient's grandson reported that o2 was not getting through the cannulas/tubing despite them being new and so he called ems. The patient confirmed that he did need to go to the hospital twice and did experience any adverse health consequences because of the event. He reported he experienced low o2 sats in the 70's and 80's and was transported to the hospital. He does have a history of chf. There were audible and visual alarms. He did have a back up device. He reported that he is still in the hospital. He did receive 2 replacement machines and had the same response.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.